Event description:
It was reported that an artifact visualized in a brain scan and resulted in an initial misdiagnosis of a pt. The pt was evaluated further through MRI which confirmed the presence of the artifact. No mistreatment of the pt occurred.

Manufacturer narrative:
The device was evaluated by a philips medical field service technician who determined that detector modules were faulty. No subsequent artifacts have occurred since replacement of the detectors. The reported artifact was described as a "button". There is a potential for injury by mistreatment because the user may not properly interpret the data as an artifact. Although there was no mistreatment of the pt, philips has received similar reports of potential misdiagnosis of button artifacts caused by a device malfunction. This MDR is being submitted as a result of a retrospective review of complaint records. (B)(4).